Manufacturer narrative:
On february 10, 2021, mentor identified this complaint as a duplicate of manufacturer report number- 1645337-2021-00302. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this manufacturer report number. With this, the following additional information is confirmed: -the patient was a 34-year-old caucasian female who underwent a primary breast augmentation. A date of implant was not provided and has been estimated. -the patient experienced generalized illness symptoms including anxiety, hair loss, cold hands and toes, migraines, brain fog, vertigo, excessive sweats, ulcers in stomach, inability to exercise, inability to work or sleep and stage IV liver disease cirrhosis post-operatively. -it was also reported the patients right side device was deflated as the result of the patient experiencing a fall. Finally, the device was initially reported as a saline device, but it was unknown if the device was specifically a gel or saline device. This has now been confirmed as a saline device and no changes will be made to the form besides section d4. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with unspecified mentor saline implants and experienced unspecified generalized illness symptoms side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.